Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a moderately tortuous and calcified lesion in the right coronary artery (rca). The 3.0x20mm nc trek balloon dilatation catheter (bdc) was used to pre-dilate the lesion however the balloon ruptured during the first inflation at 12 atmospheres (atm). The bdc was removed without issue and replaced with a non-abbott device to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.